Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), migraine ("migraines"), fatigue ("fatigue") and pelvic pain ("I have some pain not like it was"). The patient was treated with surgery (total hysterectomy on oct-01). Essure was removed. At the time of the report, the back pain, arthralgia, migraine and fatigue had resolved and the pelvic pain had not resolved. The reporter considered arthralgia, back pain, fatigue, migraine and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: back pain, joint pain, pain. Most recent follow-up information incorporated above includes: on 3-dec-2019: fu3 and fu4 processed together. Social media report received: new event ¿I have some pain not like it was¿ added. On 3-dec-2019: fu3 and fu4 processed together. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), migraine ("migraines"), fatigue ("fatigue") and pelvic pain ("I have some pain not like it was"). The patient was treated with surgery (total hysterectomy on (B)(6)). Essure was removed. At the time of the report, the back pain, arthralgia, migraine and fatigue had resolved and the pelvic pain had not resolved. The reporter considered arthralgia, back pain, fatigue, migraine and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: back pain, joint pain, pain . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jan-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section (5 times). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), migraine ("migraines"), fatigue ("fatigue"), pelvic pain ("I have some pain not like it was"), inflammatory pain ("inflammation pain"), menstrual disorder ("periods were horrible"), general physical health deterioration ("health decline"), abdominal distension ("bloated/ looking 7 months pregnant") and hypertension ("bp sky high"). The patient was treated with surgery (total hysterectomy on oct-01). Essure was removed. At the time of the report, the back pain, arthralgia, migraine and fatigue had resolved, the pelvic pain had not resolved and the inflammatory pain, menstrual disorder, general physical health deterioration, abdominal distension and hypertension outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, fatigue, general physical health deterioration, hypertension, inflammatory pain, menstrual disorder, migraine and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: back pain, joint pain, pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from social media received. Events inflammation pain, periods were horrible, health decline and bloated/ looking 7 months pregnant were added. On 20-mar-2020: fu7, fu8 and fu9 were processed together. Reporter added. On 20-mar-2020: fu7, fu8 and fu9 were processed together. Content from social media received. Event bp sky high was added. On 23-mar-2020: social media received: reporter was added. No new clinical information was received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), migraine ("migraines") and fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy on oct-01). Essure was removed. At the time of the report, the back pain, arthralgia, migraine and fatigue had resolved. The reporter considered arthralgia, back pain, fatigue and migraine to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: back pain, joint pain no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.